Event description:
It was reported that the customer inserted a sensor and they received a lost sensor alert. Customer stated that the transmitter was fully charged and when she put on the sensor, she never got a solid icon. Customer's blood glucose level was 9.8 mmol/l. Customer stated that the wrong transmitter ID wa programmed in the pump. Customer stated that the pump is not communicating with the transmitter. Customer is a nurse and tried to remove the sensor herself with a scalpel. Customer stated that she is not able to get it out. When customer removed the sensor, she could not see the needle on the cannula. Customer stated a fracture occurred. The introducer needle was removed at a 90 degree angle. Customer stated that the introducer needle for the sensor was fractured. Customer stated that the steel needle is still in the skin. Customer will try to remove the needle herself because she is a nurse. Customer will call back if she has removed it. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.